Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a pump transplant on (B)(6) 2022. The pump was to be examined for potential thrombus.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues were identified through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The report of suspected pump thrombosis could not be confirmed through this evaluation. Hm3 lvas, serial number (B)(6), was returned with the pump cable severed approximately 12¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port, with the sealed outflow graft bend relief engaged to the graft attachment hardware. A gortex wrap was observed, sutured around the sealed outflow graft and sealed outflow graft bend relief assembly. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was returned detached from the pump. (B)(6) appeared to have been exposed to a fixative agent prior to the pump¿s returned for evaluation. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured events consistent with the patient¿s reported transplant surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 5 of the IFU, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, "patient care and management", lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended inr values, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.